Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot pek197, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a uterine cancer surgery on (B)(6) 2020 and a barbed suture was used. During the procedure, when putting the 1st stitch on the fascia, the fixation tab came off the suture. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 3/3/2020. Additional h3 investigation summary: it was reported performance fixation feature breakage intra-op. An opened sample of product code sxpp1a301, lot pek197 was received for evaluation. During the visual inspection of sample, the swage and attachment area were noted to be as expected. Marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined and body fluids on some barbs were noted and the sides of fixation tab were broken. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, it could not be determined what may have caused the reported incident of: ¿the fixation tab came off the suture¿.